Event description:
No further event information at time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Visual examination of the returned device found signs of repeated use and the trial is cracked in between the condyle features. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.